Manufacturer narrative:
Investigation results/ visual investigation: the product arrived in a clean status with a broken off jaw but the broken off part is missing. The investigation was carried out visually and microscopically. The investigatot found a deformed drawbar. Furthermore the investigator made a visual inspection of the fracture surface and they detected brown and dark discoloration and signs of an intercrystalline fracture. Batch history review: without an lot number and due to the lack of the information, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Investigation results lead to the assumption that the deformed drawbar and broken off jaw were caused by a mechanical overload situation due to an improper handling. There is also the possibility that the breakage was caused due to a stress-corrosion cracking. The brown discoloration could be corrosion and the dark discoloration could be a sign for an old crack. Due to an existing pre-damage or weak point, the reprocessing and an additional force were fracture-triggering. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information/investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with po615r - jaw ins. Alligator forceps 5mm 310mm. The tip of an alligator grasper device broke off into the patient's abdominal cavity. After a methodical search and the use of fluoroscopy x-ray, the grasping tip was found and retrieved. The procedure was delayed for ten minutes due to the device malfunction. An additional medical intervention was necessary. This occurred during laparoscopic surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).